Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6 fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath along with partially opened poly foil pouch. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position. The anchor had not fully exited at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture unspooled as intended with collagen, however the tamper tube did not exit from the sheath. No other functional anomalies were noted with the device. For further evaluation, the device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. Dried blood-like substances were observed on the tamper tube. There were no anomalies were noted with the tamper tube. Dimensional testing was performed. The outer diameter of the tamper tube was measured to be 0.060'' which was within the manufacturers specification of 0.060 +/-0.002. Measurement was found to be within the manufacturer specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when the doctor tried to deploy the angio-seal device, the device was empty and did not deploy, so manual compression was needed. No patient injury/medical or surgical intervention. Additional information was received on 22jan2020. The procedure performed was an arteriogram with intervention on (B)(6) 2020. A pre-deployment angio-gram was not performed. There was minimal bleeding that occurred. The patient did well, and the procedure was completed without any adverse events. Manual compression was used to complete the case.